Event description:
It was reported that there was a lead integrity alert due to oversensing on the right ventricular lead. While extracting the lead, it was noted that the lead helix would not retract. The lead was removed with gentle traction and then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached from a clavicle-rib crush, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Performance data from the device was analyzed and revealed 1 - patient alert for lead failure predictor on (B)(6)-2011. In addition, there was oversensing, with 15 ventricular nst <=210 ms between (B)(6)-2011 and (B)(6) 2011, and 1 vf = 170 ms average v-cycle on (B)(6)-2011.